Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6), 2017 due to high blood glucose. The customers blood glucose was over 600 mg/dl when admitted. Blood glucose at the time of the case was 567 mg/dl. It was reported the customer¿s symptoms were shaking slurred speech, and nausea. Customer was treated at the hospital. It was noted that the cause of the case may due to leaks in the insulin pump. During troubleshooting, the customer reported the insulin pump was exposed to moisture, but was unsure if there was a button error alarm. Customer was advised the infusion set will be replaced. The insulin pump will be returned for analysis.